Event description:
MFR received a report from the dealer alleging that the enduser was sitting in chair with both legs hanging over the side and cut both legs on chairs scissors mechanism. As a result of the incident, the enduser sustained cut down to the tendon requiring 8 stitches.